Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 97 syringes 3ml ll 23g 1-1/4in tw ID experienced foreign matter contamination. The following information was provided by the initial reporter: dirts in syringe a report was rec.eived that dirt was found inside the packaging of syringe 3ml. It was found by an ER nurse in rsud konawe utara. The remaining syringes in the hospital stock were then checked and he found 97 pieces of new syringes with the same condition.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/14/2021. H.6. Investigation: three photos were received by our quality team for evaluation. From the photos, foreign matter was observed inside the syringe product. (B)(4) actual samples were also received for evaluation. The team observed jagged holes on the bottom web and particles inside the package. The black particles, which could be sand / dust particles, were observed inside the syringe product and at the corner of the blister packaging. Therefore, the team was able to confirm the customer experience. A device history record review found no non-conformances associated with this issue during production of this batch. The black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into the package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The non-conformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 3ml manufacturing line. Hence, we are unable to identify the root cause of the reported non-conformance.

Event description:
I twas reported that 97 syringes 3ml ll 23g 1-1/4in tw ID experienced foreign matter contamination. The following information was provided by the initial reporter: dirts in syringe a report was received that dirt was found inside the packaging of syringe 3ml. It was found by an ER nurse in rsud konawe utara. The remaining syringes in the hospital stock were then checked and he found 97 pieces of new syringes with the same condition.